Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of black liquid in the channel established, and for error 315, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonvideoscope had image e315 error, and black water is a black liquid leaking from the endoscope. There were no reports of patient involvement.